Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
It was reported that during a hip revision for chronic dislocation, trunnion wear and liner abrasion was noticed. It was reported that there were brown discoloured tissues, as well as black material in the femoral head.